Manufacturer narrative:
Per the customer, the laboratory technician who performed the finger-stick was new and should have drawn another sample per their standard operating procedures (sop). The customer also indicated that the patients hands were cold and was difficult to get blood flow. Qc was run before and after the incident and the instrument is currently performing within qc specifications. A field service engineer (fse) was dispatched and checked instrument operation and verified reproducibility for each level of control; all met specifications. The instrument was verified and validated by the fse and no instrument problems were observed. The root cause is most likely attributed to specimen collection. Per labeling, when all counted parameters are consistently lower than normal. Mcv is normal, the probable cause is: short sample; poor bath drain; diluted sample. See aspiration problems, incomplete aspiration - it is very difficult to tell an incomplete aspiration when you are aspirating only 12ul. This conclusion can only be arrived at by analyzing the results. Wbc, rbc, hgb and plt would have to be low, with mcv normal.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously low white blood count (wbc), red blood count (rbc), hemoglobin (hbg), hematocrit (hct), and platelet (plt) results on a finger-stick patient sample that were generated by coulter act diff analyzer. The same specimen was rerun with similar results, but was not provided by the customer. The erroneous results were reported out of the laboratory. The patient was sent to another lab, redrawn and run on an alternate instrument which gave normal complete blood count (cbc) results that were considered to be correct. There was no death or injury as a result of this event.